Event description:
Patient's wife reported that the patient passed away. No information was provided regarding the cause of death. Dose or amount: 16mg. Frequency: weekly for 3 weeks. Route: intra-articular. Dates of use: (B)(6) 2017 - ongoing. Diagnosis or reason for use: unilateral primary osteoarthritis.